Event description:
On (B)(6) 2012, the patient's mother contacted lifescan (lfs) alleging that her daughter's onetouch ping meter displays only a message of 'pc'. The medical surveillance specialist (mss) was unable to reach the patient's mother (reporter) by phone for follow-up questions. The following complaint was classified based on information obtained from the technical service representative (tsr). The reporter alleged that the issue began on (B)(6) 2012 at 6pm. The patient's testing frequency and diabetes management are not specified and it is not clear what action the patient took in response to the reported meter issue. It is also not known if the patient obtained a reading with a back-up/secondary device after the alleged issue occurred. According to the tsr's documentation, as a result of the alleged issue, the patient allegedly developed symptoms of 'high'; the reporter specifying symptoms of thirst and nausea. However, it is not known when the patient's reported symptoms occurred, it is not known if the patient was already symptomatic at the time the alleged issue began, and it is also not known how long the patient's symptoms continued on for. According to the tsr's documentation, the reporter denied the patient received any form of medical intervention/treatment after the alleged issue occurred. During troubleshooting, the tsr confirmed the patient was not using the subject meter for the first time and there was no misuse of the lfs product. However, the tsr noted that the alleged issue was not resolved after training. A replacement meter was sent to the patient. This complaint is being reported because the reporter claims her daughter was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was tested and no faults were found, the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.